Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. Technical support specialist (tss) followed up with the customer the following day and instructed the customer to clear the memory buffer by deleting 100 lines in the order screen and instrument functioned normally after that. The customer confirmed following runs completed successfully without errors. Field service engineer (fse) dispatched was no longer needed. The aia-900 instrument is functioning as expected. The aia-900, serial number (B)(4), was installed on (B)(6) 2019. A complaint history review and service history review for similar complaints was performed from installation date through aware date. There were no other similar complaints identified during the searched period. Refer to the aia-900 operator's manual under sections 5 to 8 for detailed instructions on analyte ordering, registration and system operations. The most probable cause of the reported event is due to hidden order in memory buffer.

Event description:
A customer reported getting "specimen with no analyte in order" error at the start of a calibration run on the aia-900 instrument. Technical support specialist (tss) asked the customer to verify that there were no other orders in the non-barcode order screen prior to ordering the calibration. Customer powered off and on, the instrument and reordered the calibration but got the same error when a run was started. The customer also tried to perform a patient run but got the same error. The customer is unable run samples, the instrument is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of follicle stimulating hormone (fsh) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.